Manufacturer narrative:
Philips has investigated this complaint and, according to the additional information collected, the system malfunctioned during a coronary procedure. The procedure was completed by moving the patient to another room. A philips remote service engineer (rse) examined the system remotely and confirmed that the system was unable to perform exposure due to an image disk full error. The log file analysis performed by the rse identified a database problem. As part of troubleshooting, the rse repaired the database using fsf (field service framework) and deleted the existing patient data. Following the repair, the issue was resolved temporarily. On a later date, it was identified that the problem was caused due to a disk bay issue. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, image processing (ip) pc and the flexvision pc. If one of these pcs breaks down, the system stops functioning and no imaging is possible. Philips has initiated a medical device correction (z-1151-2024), which was implemented on the system. After implementation, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the customer was unable to perform x-rays due to an image disk full error. The system was in clinical use at the time of the reported event. The patient was moved to another room to complete the procedure. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in coronary procedure when the issue occurred, and it was completed by moving the patient to another room. A philips remote service engineer (rse) examined the system remotely by connecting with the customer and confirmed that the system was displaying an error message: ¿image disk full¿. The rse reviewed the log file and found database problem. To resolve the issue, the rse repaired the database in fsf (field service framework) and deleted the existing patient data. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.